Event description:
An everest inflation device was being used during a pci procedure. During the procedure, a non-medtronic balloon catheter was dilated up to 12 atm, and additionally up to 14 atm; however, the gauge did not rise from 12 atm. After the grip was turned slowly, the gauge suddenly moved up to 18 atm. The relevant device was replaced immediately by another everest device of the same lot, and the procedure was completed successfully without causing health hazard to the patient. After the procedure, the relevant device was inspected. Although the gauge had smoothly gone up to 12 atm, it then stayed the same when the grip was turned slowly, and when the grip was further rotated, the gauge moved up to 24 atm. No difficulties or abnormalities were noted during inspection and preparation of the device. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results, conclusions: inconclusive-investigation in progress. (B)(4).

Manufacturer narrative:
Results: improper alignment of the hairspring caused the pointer to hesitate which caused the gauge to function incorrectly. Conclusion: possibly the gauge suffered a shock or impact during transit or during installation which caused the gauge to function incorrectly.

Event description:
Device evaluation: received for evaluation was one ac3200 everest device with original packaging. Residual contrast was present in the barrel of the syringe denoting use. The device was received without a stopcock engaged to the extension line. During testing water was aspirated into the barrel, the device was pressurized resulting in needle going up to 16atm and then jumped to 22atm suddenly. The device was inflated to 30atm holding pressure for 3min. At vacuum the device needle moved to the red as required. Manometer was then detached from the syringe body; no obstruction was noted on the filter leading to the gauge needle. The gauge was sent to the supplier for evaluation. During the initial inspection of the movement, the hairspring was found to be improperly aligned and making contact with the movement plate. During operation of the pointer (by hand) to full scale, the segment gear reset (became disengaged from the pinion possibly from the excessive tension of the over-wound hairspring) and returned the hairspring to its normal alignment and tension setting. This is an indication that the gauge suffered a shock or impact possible during transit or during installation. The improper alignment of the hairspring caused the pointer to hesitate (due to friction caused by abnormal contact with the movement plate) which caused the gauge to function incorrectly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.